Manufacturer narrative:
The customer has not agreed to complete the repair of the device. The customer requested the device be scrapped. The reported issue root cause could not be determined.

Event description:
A customer contacted stryker to report that their device had displayed a white screen during initial power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had displayed a white screen during initial power on. There were no reports of patient use associated with the reported event.